Event description:
It was reported by the sales rep that during a right knee arthroscopy, the inflow was placed in the superior portal of knee and then the pump was powered on. The surgeon turned to prepare to scope, and when his attention was directed back to the patient, it was noticed that the pump was running ramped, distention occurred past the knee and into the upper thigh area. The patient's appendage (leg) was described to be rock hard. It is estimated by the doctor that 1300 cc's of fluid (approximately 44 fluid ozs) was forced into the patient in a 2-4 minute timeframe. The case was cancelled and the purpose of the procedure was not performed. The patient was admitted to the hospital for at least a 23 hour observation.

Manufacturer narrative:
At this point in time, mitek is awaiting receipt of the complaint device towards conducting a thorough evaluation, and we are also in the information gathering mode. The conclusions of the investigation will be the subject matter of the follow-up report.